Event description:
Pt reported a burning sensation in abdominal area that began in 2006, and the pt is concerned of "lead" being present. The pt also reported having experienced a fall seven months later, and has been working with physician regarding concerns. Add'l info has been requested from the hcp and a follow up report will be sent when new info is received.